Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine change out pauses in pacing were observed for 2-3 seconds while bovee was in use. It was reported the patient was pacer dependent and there was approximately two seconds of asystole. Pacing successfully recovered following the pauses and the device was successfully explanted. No adverse patient effects were reported.